Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 377760 lot# n0037939, implanted: 2005 (B)(6); product type lead product ID 377760 lot# n0040957, implanted: 2005 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was "still not getting pain relief in his legs." It was noted that the patient wanted help with reprogramming. It was later reported that the patient had increased low back and sciatic pain and a loss of therapeutic effect. It was noted that the patient had no stimulation sensation, increased baseline pain, and symptoms located in the low back and left leg. It was reported, the patient¿s implantable neurostimulator (ins) was ¿not working.¿ the reporter stated, the patient saw their healthcare professional (hcp) ¿every week to two weeks¿ due to pain and the patient¿s ¿left side giving out.¿ it was reported that the patient had been to the hcp office frequently regarding burning and shooting pain. It was noted, the patient had ¿collapsed¿ while walking to their car on the day of the report. It was reported that the pain was causing the patient to fall a lot, because their legs gave out. It was noted, the patient¿s feet ¿tingled all day and the pain was horrible.¿ it was noted, the patient saw their hcp on (B)(6) 2013 and the patient felt worse and stimulation quit a week prior. It was reported that "something occurred on the patient's left side." It was unclear what the reporter stated and it was noted that the statement was possibly sepsis. The reporter stated, the patient had been given nerve root injections with steroids by their hcp, and the patient was taking oral pain medications. It was noted, the patient had shooting pain down their legs and was not using their ins because, the patient did not find the ins useful. It was further noted, the patient found the ins useful when the ins was working. Additional information was requested, but was not available as of the date of this report.